Manufacturer narrative:
Additional information was received for h4, h6, and h10. H4: device manufacture date: the lot was manufactured from may 10, 2023 to may 11, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in november 2023. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused during patient infusion. The expected time of delivery was 48 hours, however the device emptied after 30 hours of infusion. The device was filled with 5-fluorouracil and sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.